Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, a lead electrode got stuck on the distal tip of the lead introducer when the physician was trying to pull up on it. The lead introducer and lead were pulled out, and the physician noticed that the electrode had separated some from the wire coating, and plastic coating. The physician didn't apply any force on it. Another lead was implanted. The patient did fine with the new lead.